Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that two plates implanted in the same pt were seen on postoperative x-rays to be broken. The pt had a procedure for triple arthrodesis bone graft and achilles tendon lenghtening. The pt was reported to have been compliant with post operative instructions, only putting his foot down is for balance while he is in his walker. The site appears to be healing without incident. The pt will begin 25% weightbearing.